Manufacturer narrative:
The sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing was performed. A leak was confirmed from the seam around the port during the visual and under water inspection. The reported issue was verified. The cause was material manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the seam around the port of an intravia bag. The bag was filled with morphine at the time of the leak. There was no patient involvement. No additional information was available.